Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The total number of dressings and/or patients involved in this complaint is unknown. The lot numbers of the devices involved were not provided. No additional details were available the time of this report. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the dressings often "ruck up" at the edges post-application when applied to the base of a patient's spine or the top of a patient's buttocks. No patient harms were reported as a result of this event.